Event description:
Pt required surgery to remove hardware due to non-union.

Manufacturer narrative:
The surgeon performed a removal case because the screw was backing out. The screw was not returned for eval. Review of the device history record cannot be performed as the lot code is not known. Through communication with the distributor, the issue caused by pt non-compliance. At this time, the event is considered to be closed.